Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of a no image issue could not be confirmed; however, the reported issue of fluid invasion was confirmed. Additionally, the device evaluation found a third-party insertion section installed on the device, there was discoloration of the control unit, universal cord, and video cable, the scope connector was deformed and had signs of corrosion, and the distal end was not secured due to peeling of the distal end adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the bronchovideoscope was leaking and not producing an image. This issue was found during reprocessing the device after an unidentified procedure had already been completed with the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due to device leakage during user handling resulting in the ingress of water into the device, causing a failure or continuity issue in the electronic parts. The event may be detected by following the instructions for use section below: ¿- inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.